Event description:
Complainant alleged that during routine testing, the device displayed a "pace fault 121" message. Complainant indicated that this was an isolated occurrence. There was no pt involvement during the reported malfunction.